Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, pump reset information was given. There was no adverse impact to the customer¿s blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.